Event description:
The user facility reported during the surgical procedure the vitrectomy cutter stopped cutting. They opened a new cutter and completed the surgery with no issues.

Manufacturer narrative:
Evaluation completed. One opened bl5223v pack from lot v3964 was returned. The pack contained one 23ga vitrectomy cutter with approximately 8 inches of tubing attached at the back. The rest of the pack components were not returned. The tubing had been cut off and most of it was not returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test cannot be performed due to the missing tubing. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.